Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia, pain and lpr symptoms leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation reported as (B)(6) 2014. -patient experienced post-operative dysphagia treated via a savary dilator and subsequent chest pain. -endoscopy completed (B)(6) 2015 due to ongoing lpr symptoms revealed several beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. -endoscopic removal of entire device was conducted on (B)(6) 2015. -patient condition reported as well following the explant procedure.

Manufacturer narrative:
Manufacturer narrative based on data obtained 02/09/2016: patient condition reported as 'well' after device explant. It was reported the patient underwent a 60 french dilation 8 weeks after the anti-reflux procedure. Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia, pain and lpr symptoms leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2014. Patient experienced post-operative dysphagia treated via a savary dilator and subsequent chest pain. Endoscopy completed (B)(6) 2015 due to ongoing lpr symptoms revealed several beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Endoscopic removal of entire device was conducted on (B)(6) 2015. Patient condition reported as well following the explant procedure.

Manufacturer narrative:
Manufacturer narrative based on data obtained 02/09/2016: patient condition reported as 'well' after device explant. It was reported the patient underwent a 60 french dilation 8 weeks after the anti-reflux procedure. Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined. Follow up report 2: (B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia, pain and lpr symptoms leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2014. Patient experienced post-operative dysphagia treated via a savary dilator and subsequent chest pain. Endoscopy completed (B)(6) 2015 due to ongoing lpr symptoms revealed several beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Endoscopic removal of entire device was conducted on (B)(6) 2015. Patient condition reported as well following the explant procedure.